Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys troponin I stat immunoassay (troponin I stat) on 2 cobas 6000 e 601 modules. The e601 module serial numbers were (B)(4). Patient 1 initial result from the e601 module was 3.35 ng/ml. Patient 2 (male, date of birth (B)(6)) initial result from the e601 module was 2.08 ng/ml. The initial results were reported outside of the laboratory where medical personnel questioned them. Both patient samples were repeated by the istat method and the ortho-vitros method with negative results (0.0 ng/ml). The customer repeated both patient samples on a different e601 module and obtained "positive" results again. The actual results were not provided. The samples were repeated again by the istat method with negative results (0.0 ng/ml). The negative results from the istat and ortho-vitros methods were believed to be correct. The customer did not have issues with any other patients tested for troponin I stat on the e601 modules. The customer thinks there may be some sort of interference in these patient samples affecting the results from the e601 modules. No adverse event occurred. The field service engineer (fse) visited the customer site and ran instrument checks on both e601 modules. All probe alignments, liquid level detection and instrument performance check results passed with no issues. There were no known interferences with the medications the patients are taking. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The high tni result could be confirmed, tnt hs are in all samples within the normal range. An interference against a component of the reagent was confirmed in the samples. The interference is consistent with a human anti-mouse antibody (hama). This interference is documented in the product labeling. No product problem was found.

Manufacturer narrative:
The customer provided additional questionable troponin I stat results for both patients obtained between 03-jul-2018 and 05-aug-2018 compared to the abbott istat method. (B)(4).